Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID : 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-feb-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 08-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt wanted to get ahold of their manufacturing representative (rep) so they can talk to them about their current issue that was discussed a couple of weeks ago. Pt did not provide any information about current issue. Unable to collect more information. Called pt back but pt did not answer. Emailed the pt's local rep informing the rep that the pt wants them to get in contact with them. No symptoms/patient complications reported. Rep was not aware of any device therapy issues. Patient needed an MRI and needed a pt controller since he had moved and lost his. Pt stated that he has not used his stimulator in years. Nothing was expressed to rep at that time there were any issues related to stimulator. He kept it charged so it wasn¿t over discharged. Event date was provided as over three years ago. On 1/28, patient stated that he abandoned the stimulator therapy as he has had depression issues and was kicked out of pain clinic and smoked marijuana for his pain now and one of the reason he never called. Rep found out that lead 1 is not connected at all. So impedances were all >10000. Rep programmed on lead 2 with evolve programming. Patient's weight was unknown.